Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine 150mcg/ml at 59.95mcg/day, bupivacaine 20mg/ml at 7.993mg/day and dilaudid 1.5mg/ml at 0.59mg/day via an implantable pump. The indications for use were non-malignant pain, other chronic/intract pain (trunk/limbs), spinal pain and chronic low back pain. The healthcare provider reported that a motor stall was seen at initial interrogation. The motor stall was active, stopped pump period may exceed tube set. The patient did not recently have an MRI. The healthcare provider stated that the patient had a sonogram on (B)(6) 2018 but nothing else. It was confirmed that there were no emi/magnetic sources present. The patient had increase in pain and it was a sudden change in therapy/symptoms. Device considerations were reviewed for motor stall and the reporter was redirected to follow up with the healthcare provider. The reporter then called back and the steps were reviewed to put the pump into minimum rate. No further complications were reported.

Manufacturer narrative:
Destructive analysis identified residue and wear in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). On 2018 (B)(6), the patient went to the emergency room as the patient was in withdrawal due to the motor stall. They said they could do nothing for the patient and had the patient follow up with the pain management doctor. On 2018 (B)(6) , the patient went to see their hcp and he turned the pump down to minimum rate and scheduled a pump replacement. Then on 2018 (B)(6), the pump was replaced and the issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient came into the office and the pump was decreased to the slowest rate possible. The device remained in a motor stall status and was unable to be restarted. The pump was to be removed on (B)(6) 2018. No further issues were reported or anticipated.